Manufacturer narrative:
D6a and d6b: added implant and explant date

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that the purge cassette failed to move purge fluid forward during support with an impella cp. A new purge cassette was attempted, and the system functioned properly after replacement. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
B5 and h6 updated based on the additional information received.

Event description:
An impella cp was inserted via the femoral artery to support a 92 year old female patient who had been admitted in for a protected percutaneous coronary intervention (pci), who had presented in scai stage e shock. The patient was known to have an out of hospital cardiac arrest but, other medical history was not shared. The medical team had to replace the purge cassette due to failure to prime and move the purge fluid forward. The 2nd cassette functioned appropriately. The pump remained on and supported for the pci until wean and explant after under 2 hours of support. There was no harm or injury from the cassette failure and any delay associated.